Manufacturer narrative:
Additional information received indicates that implant was unable to be placed into osteotomy. Implant did not achieve primary stability. However, doctor confirmed that another implant was successfully placed during the same initial procedure. No allegation of malfunction, adverse event, serious injury or death has been reported associated to this device. Upon a reassessment of the reported event it has been determined that this event does not meet the definition of a complaint. As a result, no further medwatch reports will be submitted. H6 has not been filled as no allegation of malfunction/ adverse event has been reported associated to this device.

Event description:
Additional information received indicates that implant was unable to be placed into osteotomy. Implant did not achieve primary stability. However, doctor confirmed that another implant was successfully placed during the same initial procedure. No allegation of malfunction, adverse event, serious injury or death has been reported associated to this device.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that during implant (tsvb10) placement the mount did not reach sufficient torque. Implant was removed. Tooth location 7.